Event description:
It was reported that resistance was felt during removal. A 1.25mm rotalink burr was selected for a procedure in the 90% stenosed and calcified coronary artery. The device could not cross the lesion and resistance between burr and vessel was felt during withdrawal. A guidezilla device was used to facilitate removal of the burr. The procedure was completed with another rotalink burr. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that resistance was felt during removal. A 1.25mm rotalink burr was selected for a procedure in the 90% stenosed and calcified coronary artery. The device could not cross the lesion and resistance between burr and vessel was felt during withdrawal. A guidezilla device was used to facilitate removal of the burr. The procedure was completed with another rotalink burr. There were no patient complications reported and the patient was stable post procedure. The device was returned for analysis. The handshake connection, sheath, burr and coil were microscopically and visually examined. Inspection of the device revealed that the sheath was detached 5cm distal of the strain relief. The ends of the detached sheath is consistent to damage caused by the hemostasis valve being over tightened and force being applied to the device. The coil was detached at the handshake connection and the handshake connection was not returned for analysis. The coil was also damaged/stretched at the proximal end where the handshake connection was detached. The annulus of the burr was flared, damaged and not rounded. The damage to the annulus is consistent with damage caused by the burr coming into contact with the guidewire. Inspection of the remainder of the device presented no other damage or irregularities.